Event description:
It was reported that the user did not observe drops while filling the infusion tubing and, upon removal, identified a leak from the bottom of the cartridge, which interrupted insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included successful resumption of insulin delivery after a full supply change, with no alerts or alarms and no medical care required. Investigation included step-by-step troubleshooting of the supply change, visual inspection for leaks, removal and replacement of the cartridge, and user education. Investigation of this case revealed a leaking cartridge consistent with a component integrity issue, with the user practice of pre-filling and refrigerating cartridges identified and addressed as off-label handling that could contribute to leakage. It was concluded, based on previously established findings for similar reports, that the cause was improper pre-use handling of the disposable cartridge and that proper on-demand filling resolved the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.